Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test. The motor was tested outside the device and passed. Drive support disk was sticking outside noted.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed. The customer stated that they were able to clear the alarm and able to rewind the insulin pump, drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.